Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The customer reported a ventilator with an intermittent power issue. There was no patient involvement or harm. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the power supply resolved this reported event.